Event description:
Patient called lfs and alleged that their meter was reading inaccurately high. They reported that in 2004, they obtained a result of 16.1 mmol/l at work, they were feeling unwell so they went home. At home, they retested and obtained two more results of 17.5 and 18.9 mmol/l their symptoms, which are not known, began to worsen so they performed a control solution test, which failed on the high side. They did report not knowing how long the control solution had been opened. Patient stated that their vision began to deteriorate, but before they could take any medication, they passed out. When they came to, they called their physician, who advised them to take glucose, "lucosade", banana, and insulin. The patient stated that after taking the food and medications they became hyperglycemic. They did not report any results during this time. The test strips were in good condition, codes matched, and the techniques for applying the blood to the test strip and cleaning the puncture site were correct. The patient purchased a new meter and stated that they were obtaining normal results: 6.9, 7.2 and 8.9 mmol/l. Based on the information provided, there is evidence of a meter malfunction and there is evidence that the meter contributed to a serious injury. Lfs u.k has attempted to reach the patient for more clinical information. They will also be making a second attempt to reach the patient. If new information is obtained, it will be documented and a supplemental will be sent.